Event description:
Procedure type: according to the reporter: the pt's attorney alleged a deficiency against the device. Additional information has been requested, but not yet received. Product was used for therapeutic treatment. Other relevant history: dob (B)(6), cystocele; rectocele; mixed urinary incontinence concomitant therapy: unk. Age at time of event: (B)(6).

Manufacturer narrative:
(B)(4). Covidien is submitting this report on behalf of (B)(4), (importer). (B)(4).